Manufacturer narrative:
Upon receipt, the ICD was visually inspected. The inspection revealed a spot of molten titanium on the ICD housing. This indicates an arc over from a high voltage lead conductor during a shock delivery, most likely due to an abraded lead insulation, representing an external short circuit. The ICD was subjected to an electrical analysis. Thereby the clinical observation was confirmed, the device could not be interrogated. Therefore the ICD was opened and the inner assembly inspected. During the analysis of the electronic module, it was revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit,consistent with the spot of molten titanium observed during the visual inspection of the ICD. The damage of the electrical module led to a high current condition, depleting the battery. Therefore the ICD could not be interrogated properly. Also the memory content of the device was not restorable as a result of battery depletion. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be fully functional. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - after an implantation period of 47 months, it was reported that the patient fell to the floor. The emergency team found him in vf on arrival. They reportedly performed an external defibrillation followed by cardiopulmonary resuscitation, since asystole was detected after shock. When the patient was brought to hospital, the device could not be interrogated. Home monitoring data confirmed electrical values were normal and stable some hours before the event. Fluoroscope of the competitor's lead did not reveal any abnormality. The ICD was explanted and returned to biotronik for analysis.